Event description:
The following information was reported. The catheters were removed from the femoral regions beginning on the left side where the fact is taken into account that there was a trauma to the left common femoral artery due to introduction into severe arteriosclerotic plaque which this patient had. There is a proximal laceration at the site of entry of the catheter in the left femoral region, and this laceration is located about 1 cm proximally from the entry site. Attempts to control the bleeding by means of a balloon catheter, and the procedure had to be abandoned because the balloon burst inside the junction of the external iliac artery and the left common femoral artery. Then attempted to clamp the left common femoral artery, but it was not possible to control the bleeding, and the inguinal ligament was opened to try to find a more supple zone permitting proximal clamping. The bleeding can thus be controlled after a fashion. The arteriotomy is reclosed in the common femoral artery, after which the physician proceeded to repair the laceration; all this with difficulty, but the bleeding was controlled in the region of the left common femoral artery. The same difficulty would occur in the right femoral region upon withdrawal of the catheter. The occlusion balloon was attempted to be inserted before withdrawing the catheter but did not work, failing to ensure perfect hemostasis, and bleeding developed at this level as well. The arteriotomy was reclosed and it was observed at this level that there was a lateral laceration in the femoral artery at the origin of the right deep femoral artery. To check this laceration, a cut down to the superficial femoral artery between forceps was done; this artery was occluded, beginning from its origin. A satisfactory repair of the origin of the right and median deep femoral artery was achieved. Once this was accomplished, circulation in the right lower extremity was started, with relatively satisfactory hemostasis. The patient lost a total of approximately 2 ,500 cc during these procedures of the femoral region, but the hemodynamics were preserved, and it was possible to maintain relatively adequate blood pressure and pulse while administrating a blood transfusion. Please note that this model number ab46 is not approved in the united states; however, it is similar to the rel46 which is approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results: balloon rupture. Severe arteriosclerotic plaque. Conclusion: severe arteriosclerotic plaque.